Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/14/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse patient consequence(s) or subsequent medical/surgical intervention due to the wound leaks? If yes, please describe. Were there any adverse consequences associated with any patient? What is the total number of sutures reporting the alleged issue? How many sutures unbraided itself during surgery? How many sutures unbraided itself during post-op visits? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ophthalmology procedure on an unknown date and suture was used. It was reported by the healthcare professional that she work with 3 ophthalmology surgeons that are complaining the suture is unbraiding itself. They have noticed this at post-op visits and while they are suturing with it during surgery. This started about 3 weeks ago, and is making the surgery more difficult as it is creating wound leaks. They have not noticed the issue with other lot numbers. Device is available for return. There were no patient consequences reported. Additional information was requested.